Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were multiple primary audible alarms on this pump that has been serviced prior. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4: primary UDI number; (B)(4). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the device had a failed primary speaker and main printed circuit board.